Event description:
The doctor was performing angio on while attempting to cross a previously placed stent (unknown manufacturer) in the obtuse marginal (om) of the circumflex (cx). The stent was located in the om, but it slightly covered the bifurcated area of the cx near the entry to the lad. The doctor attempted to cross the stent with a universal bmw, but could not cross. The doctor then switched to an all star gw but each time it deflected from the stent and it would enter the lad. The pt commented that he was "not feeling good" and approximately 30 seconds later the patient's sinus rhythm went into asystole. The doctor noticed that the patient had a dissection in the mid-lad and it is unknown how or why the pt developed a dissection. The doctor was able to successfully stent the dissection and reperfuse the lad, meanwhile, the patient was shocked and underwent CPR. Unfortunately, the patient died. No additional information is available.